Event description:
It was reported that the pt history was of atrial pacing at high percentage with conducted r waves. Clinician noted atrial rate histogram showed the wrong percent pacing and no collected data while the lifetime atrial pacing was at an unreasonable percentage. Clinician also noted there was a lack of info in the heart rate histogram. Device will be programmed to ddd then back to aai to start collecting diagnostics normally.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.